Manufacturer narrative:
The reported event of set screw anomaly was confirmed. Analysis revealed the right ventricular set screw was stripped and contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, when connecting the right ventricular (rv) lead to the header of the implantable cardioverter defibrillator (ICD), the header set screw for the rv lead would not torque despite trying with different torque wrenches. The ICD was removed and replaced. The patient was in stable condition.